Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level of 266 (mg/dl). Injections were delivered to address bg levels. Reportedly, the occlusion alarms resulted in the customer changing supplies daily. Due to the occlusion alarms occurring in the past and supplies being changed, troubleshooting to determine the source of the past occlusions could not be performed.